Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4)..

Event description:
It was reported that during a percutaneous coronary intervention stent damaged occurred. The 90% stenosed target lesion was located in the moderately tortuous distal right coronary artery. The 3.00x20mm promus element stent was unable to cross the lesion. After removal, stent damage was noted. The procedure was completed with another device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a percutaneous coronary intervention stent damaged occurred. The 90% stenosed target lesion was located in the moderately tortuous distal right coronary artery. The 3.00x20mm promus element stent was unable to cross the lesion. After removal, stent damage was noted. The procedure was completed with another device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified tip damage. The tip was slightly flared with a split. A visual and microscopic examination identified distal stent damage. Struts on the first row on the distal end of the stent were raised up. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).